Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, it was reported that the patient experienced some rectal prolapse on (B)(6) 2010. On (B)(6) 2011, a cystoscopy procedure was performed to correct the prolapse. When the physician examined the patient post-procedure, the patient was reported to be doing well. All other information is unknown and unavailable.